Event description:
It was reported that the patient presented to the emergency department after receiving multiple shocks. Evaluation revealed one instance of t-wave oversensing (twos) with the patient's implantable cardioverter defibrillator (ICD) but no therapy was delivered. Additional episodes showed there were four of eight shocks that failed but the episodes were ended. There were no changes made and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.